Event description:
It was reported that the customer received an auto-off alarm in the morning. The customer's blood glucose level was not impacted. The customer had not interacted with the pump 12 hours prior to the alarm.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.